Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that that the patient's device was not working correctly. The patient stated that the same thing had happened in the past. The patient mentioned that they had met with the manufacturer's representative (rep) after that call for reprogramming. The patient stated thatthe rep stated that it was messed up and had difficulty communicating with it, but was resolved with further attempts. The patient stated that at a later date they couldn't tell if the device was on, so they turned it up. The patient stated that they laid down and it shocked them, so they lowered it. When the patient got up it was not strong enough, so they had to increase it. The patient stated that it is not changing automatically. The patient at first synced and was on group g, which the patient reported did not have adaptive stimulation. The patient changed to group h and reported adaptive stimulation is on. The patient was walked through increasing and decreasing amplitude. The process was completed for standing and laying. The stimulation was at the level the patient needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they had an initial issue with their adaptive stimulation (as) programming, where they didn't see the position for a long time. The patient stated that they met with a manufacturing representative for programming, and adaptive stimulation was set up on group a, which seemed to resolve the issue. However, when the patient woke up the morning of the report, they did not feel stimulation. The patient checked with their programmer, which showed that stimulation was off. When the patient turned it back on, they had to turn stimulation up a lot to feel it, and they weren't seeing upright or positional words. The patient indicated that they don't recall turning the adaptive stimulation off, but they don't have the best memory and could have. At the time of the report, the patient confirmed that their stimulation was on, and group h was selected. It was noted that adaptive stimulation was not turned on. Throughout the call, it was determined that the patient appeared to be using the adaptive stimulation menu page to determine if it was on or off. Patient services reviewed that the menu page shows the action that would be performed with syncing to the implantable neurostimulator (ins). After pressing the sync key, the patient confirmed that they were seeing the as icon in the upper left-hand corner. The patient successfully turned as on, but their programmer was not displaying the correct positions. Patient services reviewed to test in other positions. The patient then confirmed seeing the correct positions. Troubleshooting resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event. No further complications were reported or anticipated.